Event description:
The customer reported via phone call that the insulin pump's battery only lasted 24 hours. The insulin pump alarmed failed battery test three times and a weak battery on the fourth battery. The insulin pump also alarmed off no power an hour after a low battery alarm. Customer's blood glucose level was 115 mg/dl. The customer is pregnant. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No low battery alerts, failed battery test alarm, battery out limit alarm, weak battery alarm or off no power alarm was noted. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.